Event description:
It was reported the customer received an error message on their insulin pump. The customer stated the error message read "unable to communicate with the device, please check the connection, battery status, and try again". Customer reported that they were also unable to upload to carelink. Troubleshooting found the customer's insulin pump passed the self test. The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. All boluses delivered and were listed in the alarm history screen. Several alarms were noted in the alarm history screen and the data could not be transferred from the insulin pump due to a corrupted history file. No history anomaly could be verified in carelink pro due to this difficulty. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.